Event description:
Pt admitted (B)(6) 2016 for progressive volume overload over the last month, abdominal pain, and increased troponin. On admission, inr subtherapeutic, cr. 2.6 at osh. Lvad settings on admission: 9200rpm, pi 6.2, power 5.7, flow 5.5 with no significant alarms over 24 hours. Pt diuresed, started on heparin gtt., and tirofiban added on (B)(6) 2016. Pt developed a nosebleed on (B)(6) and was transitioned from tirofiban to clopidogrel. Ldh remained stable on therapy and improved on (B)(6) 2016. Lvad settings remained stable ((B)(6) 2016): speed 9600rpm, pi 5.2, power 6.7 watts, flow 6.4. Pt volume status stable on oral lasix dose.